Event description:
It was reported that 2 bd vacutainer® cpt¿ cell preparation tubes with sodium heparin had glass breakage during use. The following information was provided by the initial reporter: "material no: 362753 batch no: 0042161 it was reported that the tubes broke in the centrifuge. We open the centrifuge after the first cpt spin, to find both cpt's broken. The centrifuge was loaded properly and the laboratory staff followed the appropriate procedures. The centrifuge had its last preventative maintenance on (B)(6) 2020 and there were no issues identified by the service engineer."

Manufacturer narrative:
H6: investigation summary bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field.a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.(B)(4).

Event description:
It was reported that 2 bd vacutainer¿ cpt" cell preparation tubes with sodium heparin had glass breakage during use. The following information was provided by the initial reporter: "material no: 362753 batch no: 0042161. It was reported that the tubes broke in the centrifuge. We open the centrifuge after the first cpt spin, to find both cpt's broken. The centrifuge was loaded properly and the laboratory staff followed the appropriate procedures. The centrifuge had its last preventative maintenance on 11-20-2020 and there were no issues identified by the service engineer."